Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of stapling, the breakage of the tweezers occurred and part of it was in the patient's abdomen. The part was retrieved. No patient injury.